Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. The reporter alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, the under responsive audio bolus button complaint could not be investigated due to the unresponsive keypad.